Event description:
See initial report.

Manufacturer narrative:
H11: a review of the device¿s service history confirmed that no other similar events have been communicated to livanova since the date of device manufacturing. A review of historical complaints did not identify any trends associated with this type of fault. Based on the investigation findings, the root cause of the event was attributed to a faulty hkr board, likely due to wear and aging of the component. Wear in electromechanical devices can be influenced by specific usage conditions at the customer site and may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 system. The incident occurred in elmhurst, illinois. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, computer board (hkr) was replaced. Power cycle of device ten (10) times and warning notification never came back. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 roller pump 150 gave the following error message "short-term internal malfunction, remains operational-pump 2". Pump remained operational. The issue occurred after a cold start. There was no patient injury.